Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer cap¿, there was a hole in the luer cap. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit belonging to lot number 7237663 was received for evaluation by our quality engineer. Through inspection of the sample, a hole was observed within the product. A device history record review did not reveal any quality issues during the production process that could have contributed to this incident. It has been determined that this defect occurred due to variations in the injection process of the hydraulic injector used to mold this component. Based on the frequency and severity of this defect, further action has not been determined necessary at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that before use of the bd luer cap¿, there was a hole in the luer cap. There was no report of exposure, serious injury, or medical intervention.